Manufacturer narrative:
The investigator received the device in a partially deployed state. The formed needle protruded past the needle well. Opening of the device revealed the hard cannula dislodged from the slide retract, indicating the incorrect installation of the hard cannula. The incorrect installation of the hard cannula resulted in the needle's failure to retract. Blood coated a portion of the adhesive pad. Inspection of the fluid path revealed no damages to the formed needle. The investigation attributes the observed bleeding to the incorrect installation of the hard cannula. Inspection of the fluid path revealed no damages to the formed needle. The investigation attributes the reported pain to the incorrect installation of the hard cannula. The incorrect installation of the hard cannula resulted in the damages to the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was worn on the patient's arm for between 4 and 24 hours.